Manufacturer narrative:
.

Event description:
It was reported that during a lap prostatectomy procedure, the surgeon fired the clip applier and the clip flew out of the jaws in the open position. This occurred with both instruments. Completed with the same like product. There was no patient consequence.